Event description:
It was reported that pressure regulating balloon (prb) herniated out of its space. The patient underwent a revision procedure of his artificial urinary sphincter (aus) where his prb was explanted and replaced without adverse patient effects.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that pressure regulating balloon (prb) herniated out of its space. The patient underwent a revision procedure of his artificial urinary sphincter (aus) where his prb was explanted and replaced without adverse patient effects.